Event description:
While analyzing the heart rhythm of a pt the device advised shock for what appeared to be a non-shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.